Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned for additional evaluation and investigation. Representative stated that it was unknown how the issue occurred. Per the instructions for use of the intrathecal catheter, catheter fracture is a known possible risk of use of the intrathecal catheter. (B)(4).

Event description:
Representative contacted technical solutions to report a catheter revision. Technical solutions then contacted the representative covering the issue for additional information. Representative reported that the revision had occurred because of a splice in the catheter. Representative stated that they did not know how the splice occurred. Additionally, it was stated that the patient had passed away due to issues unrelated to the device or pump therapy.